Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation involved evaluation of the x-ray tube. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was an "overvoltage error" and a "generator error" message displayed. These errors are likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.